Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2022, in order to undergo a skin revision surgery to cover the extrusion.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode array (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.